Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A patient was treated on the (B)(6) with venaseal. The patient is pain free and doing well. No known relevant medical history or allergies. Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is approximate.

Event description:
A patient was treated venaseal closure system to treat the gsv. Local anesthesia was used and the vein was closed with hand compression. It was reported that the patient experienced pain and phlebitis following the procedure at follow up. The patient was given ibuprofen as an additional treatment.